Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The customer ate glucose tablets to address bg level. The customer stated that they are working with their physician to adjust pump settings and that walking (exercise) may have caused the low bg level. The customer also stated that due to being hearing impaired, the customer has difficulty hearing the pump alerts, even with the pump volume on the highest setting. A recommendation was made for the customer to keep the pump in an area that would allow them to better hear the pump.